Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device system was explanted due to a pocket infection. It was also noted that the helices of the leads appeared elongated upon explant. No further patient complications have been reported as a result of this event.